Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the attachment device had a damaged component - bearings/corrosion and worn bearings. It was further determined that the device failed pretest for vibration, temperature assessment (less than or equal to 118 degrees at the tip, less than or equal to 103 degrees at the elbow, less than or equal to 103 degrees at the base). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.